Manufacturer narrative:
He insulin pump was received with blank display due to corroded electronic assemblies. Analysis was unable to verify off no power anomaly due to blank display. The insulin pump was received with corroded motor home switch, corroded battery tube and minor scratches on lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was not responding to any battery. The customer reported that the replacement battery cap did not resolve the issue. The customer's blood glucose was 194 mg/dl at the time of incident. The insulin pump will be replaced and will be returned for analysis.